Event description:
It was reported that during a training using an sp system, an intuitive surgical, inc. (Isi) field service engineer (fse) reported that the surgeon side console (ssc) repeatedly exhibited recoverable faults 25550 and 23250, which interrupted the surgeon's session. The clinical sales representative (csr) power cycled the system and simnow, but the errors persisted. Both errors indicated that master tool manipulator (mtm) or remote arm controller (rac) issues caused the amps to activate and fail. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced a master tool manipulator (mtm) to correct the repeated recoverable faults. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The master tool manipulator (mtm) was analyzed and found error code 23025 with p value 0x2, pointing to encoder quadrature fault issues on axis 3, was confirmed in artemis and replicated on an sftp. No visual failures related to the reported problem were found during inspection. Functional testing on an sftp system resulted in failing axis 3 motor. An aba swap was performed on axis 3 motor and confirmed it as the root cause of the reported event. The complaint regarding recoverable faults was confirmed by failure analysis. The probable root cause is attributed to electrical and fiberoptic defects pertaining to the axis 3 motor of the mtm.

Event description:
Refer to h11 for follow-up information.